Event description:
The manufacturer received information alleging when the trilogy evo, japan was turned on in the sales office, it sounded an alarm, displaying ventilator inoperative on a red screen. There was no harm or injury reported. The device was not in patient use. The trilogy evo, japan ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed the ventilator inoperative alarm was duplicated. The event log verified that the cause was occurrence of an evt_nvdata_corrupt error indicating that the data in eeprom is corrupt on system/central processing unit. The software version was upgraded again, but the issue was not resolved. Therefore, the device's system board was replaced to address the issue. Additionally, a periodic maintenance 2 was performed. The device's air inlet foam filter, muffler assembly, and particulate filter were replaced to prevent failure. The service technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.

Manufacturer narrative:
The reported failure of system board is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.